Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of set screw not unlocking was verified in the laboratory. The upper part of the ventricular hex inset was stripped and excessive medical adhesive was found inside the ventricular hex inset.

Event description:
It was reported that the set screw would not unlock when the right torque was reached. It was not possible to loosen the screw again. The pacemaker was replaced.